Event description:
A customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury

Manufacturer narrative:
Investigation in process.